Event description:
The bipap a40, silver series device was returned to the third-party service center for evaluation. There is no allegation of serious or permanent harm or injury. The device was not documented to be in patient use. During the evaluation of the device, the service technician observed that the base cable is burnt. The device will be returned to philips' product investigation laboratory (pil) for additional testing. The root cause is not confirmed at this time. The device has not yet been returned to the manufacturer for evaluation. If any additional information is received, a follow-up report will be filed.